Manufacturer narrative:
Patient date of birth/age, gender, and weight are unknown. Date of symptom onset is unknown. UDI number: (B)(4). The original implant procedure was performed on an unknown date. The complainant part was reportedly discarded and will not be available for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient presenting with complaints of pain was returned to the operating room on (B)(6) 2016 to undergo an explant procedure. During the surgery, three (3) intact cannulated screws were removed from the hip. The procedure was completed successfully without reports of delay. The patient¿s post-operative status was noted to be ¿good.¿ this report is 3 of 3 for (B)(4).